Manufacturer narrative:
Method, complaint history review. Results - device history record review for the reported lot number have been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Conclusions - the customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. If the product sample becomes available this complaint will be reopened.

Event description:
The event is reported as: complaint reported as the following - when attaching the adaptor to the oxygen tap, it doesn't make great contact even though it is screwed on tight. No pt injury reported. Pt current condition is fine.